Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that loss of capture was observed on the rv lead. Patient was stable and will be scheduled for lead re-positioning procedure.

Event description:
New information received notes that the right ventricular lead was capped and replaced on 01/25/2019. Fracture was noted on the lead.

Manufacturer narrative:
A partial lead was returned in two pieces. The damage found was sustained during the surgical procedure. The lead was otherwise normal. Without return of the entire lead, a complete analysis could not be performed. Correction: - lead was explanted on (B)(6) 2019, not capped.

Event description:
New information received notes that the patient was stable and was discharged home next day.